Event description:
It was reported that the cartridge was not being recognized by the pump because the customer inadvertently exited the load process prematurely. The customer's blood glucose level was over 600 mg/dl. During troubleshooting, tandem technical support assisted the customer with completing the load process and resuming insulin delivery.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.